Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered anti-tachycardia pacing (atp) for the patients ventricular tachycardia (vt), with it accelerating into ventricular fibrillation (vf). Subsequently, the vt accelerated into vf and as shock was delivered that converted the rhythm. During this episode the patient had syncope. Technical services (ts) was consulted and discussed stored data, with all measurements within range. This device remains in service. No adverse patient effects were reported.